Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 600s mg/dl and was hospitalized. The customer alleged that the pump was "leaking"; however, multiple attempts were made by tandem¿s technical support to obtain additional information and troubleshoot, the customer did not respond and the alleged root cause could not be confirmed. The customer reverted to an alternate method of insulin therapy.